Event description:
A symptomatic patient presented to the ER receiving hv therapy. The patient is not a pacemaker dependent. The ICD was picking up noise on the ventricular channel consistent with an insulation anomaly. With the movement of the heart during the closure of the valve, a noise signal was sensed followed by intrinsic qrs. The lead was capped and abandoned.

Manufacturer narrative:
Na